Manufacturer narrative:
UDI information are unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed no cassette 24 hours after insertion on the pump. Preparation of a new cassette with the 2nd pump without issue identified. There was no patient injury reported.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product is beyond 4 years from manufacture date of 2018-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.